Event description:
A medtronic rep reported a call from the site regarding an inaccuracy with the o-arm / stealthstation s7 system. There was no impact to the patient.

Manufacturer narrative:
A hosp rep reported that the doctor had not reported an incident on that date with any medtronic product and therefore, there was no record of pt info for this issue. The system was evaluated at the site. The system was fully functional and the system checkout showed no anomalies. The camera component was also returned and passed performance testing. The reported issue was not able to be duplicated by medtronic personnel.